Event description:
It was reported that patient underwent total hip arthroplasty in 2001. Subsequently, patient was revised in 2009 to remove and replace the polyethylene liner. The surgeon noted wear of the liner.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - revision occurred in 2009, exact day is unknown. Date implanted - primary surgery took place in 2001, exact day is unknown. Date explanted - 2009, exact day is unknown. Evaluation of the returned component found evidence that the inner diameter of the liner had two distinct regions delineated by a color change (yellow tan to white). The darker color may have been the result of surface oxidation or absorption of fluids, which suggests that a majority of the recent contact between the femoral head and the acetabular region occurred in the white region. The removal of machine lines in the darker region suggests that shifting as a result of creep may have occurred where the head contacted the liner. The location of the white wear region suggests that the head may have been loading on a portion of the face changing liner that was unsupported. Subsurface cracking consistent with oxidation was also noted on the high side of the face changing rim. A vertical through crack formed in one location. A horizontal tear underneath the vertical crack appears to be associated with the removal of the device and not subsurface cracking. This report filed september 28, 2009.